Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation to the aorta with pericardial effusion due to the right atrial (ra) lead. The patient is deceased.